Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. Unit passed all testing. Covidien reference: (B)(4). The gui pcb was returned and the complaint was confirmed. Three scenarios may occur when the gui does not function as intended. (1) the upper screen becomes blank; (2) the lower screen becomes blank; (3) the upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank top display. There was no report of patient involvement.